Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the pain clinic initially reported the event when they were going over the upcoming surgeries scheduled. It was noted the surgeon or the clinic would be the most appropriate person to contact for additional information regarding the infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the patient's pump system was removed due to infection. No further information was available. No further issues were reported or anticipated.